Event description:
This complaint is now reportable based on the returned device analysis reviewed. It was reported that during a ureteroscopy procedure, the cone would not form. While preparing a stone cone 3 french 7mm cone for use in the procedure, the device was tested outside the patient's body and it was noticed that the cone would not form. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine". The returned product analysis revealed that the cone was detached from the device shaft.

Manufacturer narrative:
Device analysis: visual and microscopic examination of the returned device found that there were several kinks on the blue sheath and that the white heat shrink was jammed into the blue sheath. Part of the cone is peeled off the core wire. The cone, distal ball and distal stop are detached from the device and it is not possible to open and close the device. The damage to the returned complaint sample is consistent with the use of excessive force. A device history record review was performed and no issues were identified which might have caused or contributed to this complaint. The most probable root cause of the reported complaint is determined to be handling damage.